Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio cleared the error codes from the device's memory and performed unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.